Event description:
It was reported that patient experienced inadequate stimulation due leads migration. The patient underwent a revision procedure wherein the leads were repositioned and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7099415. Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7077146/ 7079728.